Manufacturer narrative:
The returned device analysis did not confirm the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported leak can not be determined. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the sgc leak requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was inserted into the patient when a leak was noted at the hemostatic valve. Aspiration was performed and the sgc was removed and replaced with a new one. The clip delivery system (cds) was advanced to the valve however the leaflets were unable to be grasped therefore the cds was removed and the procedure aborted with the mr remaining at 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.